Manufacturer narrative:
One used sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the returned unit was performed at a distance of 12 to 16 inches under normal conditions of illumination from the device and no obstructions or other workmanship defects were detected in the joins of the product. Functional testing was performed by connecting the sample to a syringe to replicate the failure mode. The water could not flow through the gripper product, the fluid stopped before passing the base. The reported problem of occlusion was confirmed and determined to be caused during manufacturing after the implementation of a solvent dispenser. The maintenance procedure for the dispenser was updated and inspection of product for occlusion was made 100 percent. Operator of device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was report that upon hospital use, the needle presented great resistance and could not be flushed. No patient injury was reported.